Event description:
It was reported that bd insyte autog bc catheter leaked. The following information was provided by the initial reporter: we have had several instances with leaking from different areas of the catheter, both at IV insertion site as well as connection point to the IV extension tubing. We have not had the same issues with the same product at a different gauge. We have stopped using the 24g catheters due to the numerous leaks and instead are using 22g catheters. We have noted several lot numbers with issues. Historically, we have used these for years in the same manner without issue and seems to be a new problem in the last 4-6 weeks. Customer responded on 28-mar. Could you please provide the exact date of each event unfortunately, we do not have the exact dates. We have pulled this product. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Possible harm when chemotherapy leaked on the patient but no actual harm. New ivs placed with each leak which means additional invasive procedures to patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4255286. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.